Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal morphine 6mg/ml via an implantable pump. It was reported that the staff reported that the patient's motor stalled and did not have magnetic resonance imaging (MRI). The issue was resolved at the time of the report. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that a pump replacement was not performed. The cause of the motor stalls was not known. The pump was still in the patient's body and had not been explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dis) indicated that it was unknown if a surgical intervention had been planned/scheduled. The information was confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.